Event description:
It was reported that the patient experienced frequent asymptomatic low flow alarms that were thought to be due to the pump speed being set too high, causing suction events. The suction events could not be confirmed. Log file analysis confirmed low flow events with elevated pulsatility index (pi) values. These events appeared to be a patient related issue and not a device related issue. Additionally, clusters of persistent pi events were noted. The low flow alarms had appeared to resolve once the pump speed was decreased and the patient was given fluids; however, the patient experienced persistent low flow alarms on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed the reported low flow alarms. A specific cause for the low flow alarms on (B)(6) 2023 could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Multiple requests for additional information regarding the low flow alarms on (B)(6) 2023 were sent to the account; however, no further information was provided. The submitted system controller event log files contained events on (B)(6) 2023 and on (B)(6) 2023 that captured multiple low flow hazard alarms. Of note, the pulsatility index (pi) values were elevated at the time of the alarms. Furthermore, the file also captured persistent pi events. No other notable events or alarms were observed within the files. The pump appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU provides an explanation of all pump parameters, including pump speed, power, flow, and pulsatility index (pi). Regarding speed, the IFU states that during a suction event, the device's speed will decrease to the low speed limit and slowly ramps back up to the set speed unless another pi event is detected. In reference to pi, section 1 and section 4 of the IFU state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 entitled ¿patient care and management¿ lists hypovolemia as a potential late postimplant complication. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook (rev. D) is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Furthermore, the handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.